Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 08/18/2011 and 08/19/2011 by fax, phone and mail. A completed questionnaire was received on 08/26/2011. (B)(4).

Event description:
A consumer reported problems with glare and distance vision following intraocular lens (iol) implant surgery. He noted his vision is like a "white wash". He stated he has declined laser treatment and iol replacement surgery. In follow-up, the surgeon stated the pt has "gray vision" and his color vision is not bright.